Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device was defective. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, keyboard resistance value were out of tolerance limits. However, cable was in good condition. The motor and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. However, with the available information, we cannot determine the root cause of the tolerance failure of the keyboard. The corroded motor and defective keyboard would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the handpiece device was defective. During in-house engineering evaluation, it was determined that the motor was corroded on the device. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.